Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was observed to be cracked, and the pump was unable to charge without the usb cable being maneuvered in the usb port. Customer¿s blood glucose was not impacted due to the reported issue. The customer reverted to an alternate method of insulin therapy.